Manufacturer narrative:
No pre-existing defects were found by checking the manufacturing charts of the lot# 16aq0hx, on a total of 25 small-r guide manufactured with this lot#. No other complaints reported on this lot#. We will submit a final MDR once the investigation will be concluded.

Event description:
Intra-operative impossibility to reach a complete and stable coupling between the metal back tt impactor and the guide (model# 9013.75.464, lot# 2016aq0hx). According to the info reported, the improper engagement between the impactor and the metal back caused a prolonged surgery time of 3 minutes. Number of estimated uses of the instrument is unknown. Event happened in nz.